Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, the shock impedance measurements on the right ventricular (rv) lead were above 125 ohms in the triad and distal coil to proximal coil configurations. The measurement was 90 ohms in the single coil configuration. Defibrillation threshold (dft) testing was performed and the shock impedance measurement was 59 ohms. Boston scientific technical services (ts) was contacted and discussed that there was likely an issue with the proximal coil. The rv lead was capped and successfully replaced. There were no adverse patient effects reported. The device remains implanted and in service.